Event description:
The customer reported that the autoclavable camera head has a "short in the cord". The problem was found during preparation for use/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results. Updated fields: d8, g3, h2, h3 (device evaluated by mfg), h4, h6, and h10. The device was not returned to olympus for evaluation; the customer's allegation could not be confirmed. As no findings are available, a definitive root cause cannot be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus." Reference page 13 as per IFU. "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 13 as per IFU. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned to date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the autoclavable camera head has a "short in the cord". The problem was found during preparation for use/prior to sedation. There were no reports of patient harm.